Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the screw broke. All broken pieces were removed from the patient. A backup device was available to complete the procedure following a 10 minute delay. No patient impact was reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. The distal threads are heavily deformed and are missing small pieces. Major diameter of the screw and length were measured and found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint as the root cause.